Event description:
It was reported by the patient that there may be a "problem" with the device, as they were feeling "sharp pains around the defibrillator area." The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.